Event description:
A caller reported an issue with their cgm displaying error 42. There was no reported adverse impact to the customer's blood glucose level. Customer service provided guidance on performing a pump reset, after which no additional cgm error code recurred, and the caller successfully started their sensor session.